Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -18.00 diopter, in the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to elevated intraocular pressure, significant reduction of irido-corneal angles and pigment dispersion. The lens was replaced with a shorter lens but the problem was not resolved. See MFR. Report # 2023826-2023-04221 for replacement lens. The cause of the event was unknown.

Manufacturer narrative:
H6: health impact- clinical code: 4581 - pigment dispersion. H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).